Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead exhibited loss of capture and failed to sense. It was discovered that the lead had insulation damage. The lead was capped and replaced. The patient was in stable condition post procedure.